Event description:
It was reported that the patient was combative during surgery and not cooperative. This resulted in dislodgement of the rv (right v entricular) lead. The lead was later explanted. During implant attempt of the replacement lead, the same patient behavior resulted in the inability to place the lead, and the helix became difficult to extend or retract. The lead was not used and a third lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).